Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 495 mg/dl and 325 mg/dl. The customer was treated with manual injection. The customer did not mention any symptom related to high blood glucose level. The customer also reported for no delivery and they stated that they tried all remedies. The insulin pump will be returned for analysis.